Manufacturer narrative:
(B)(4).

Event description:
The tracheostomy cannula was placed in the patient for 1 week and the cuff continued to lose pressure. The cannula was removed and replaced.

Manufacturer narrative:
(B)(4). The sample associated to this report was received and the customer reported issue could not be duplicated.  We are unable to determine the cause for this specific event however, manufacturing controls are in place to detect damage and to reduce the potential for occurrence during the manufacturing process. Information has been added to the database and trends will continue to be monitored.